Manufacturer narrative:
A review of complaint history, instructions for use and trends was conducted each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." 'Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "Strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated in the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." It was concluded that the failure mode for this case was occluded. The event was trended as significant harm to the patient. The failure mode assigned to this case is occluded by report at 2-year follow-up for a zenith endovascular procedure there was an observed occlusion of the iliac leg graft and a fem-fem bypass was performed. The provided information includes comments from the user suggesting that the incorrect sized device may have contributed to this event. No product or imaging were returned to assist with this investigation, and limited information was provided. Based on the information and the users comments, it is likely that use of the device outside the IFU contributed to this event. There is no evidence to suggest that the device design or functionality contributed to this event. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
There have been no adverse effects reported so far.

Event description:
Info was provided in (B)(6) endovascular symposium held in (B)(6) from (B)(6) 2014 to (B)(6) 2014, and cook rep obtained this info on (B)(6) 2014. A pt had undergone aaa repair 2-year follow-up (around 2012) confirmed occlusion of the iliac leg graft. Then, fem-fem bypass was performed. There have been o adverse effects reported so far. No additional info has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event is still under investigation.